Event description:
On 8/27/98 pt underwent surgery to reapir sternal deformity, by implanting a pectus support bar. On 8/30/98 a stabilizer plate was implanted. On 1/14/99 the child was hit in the chest and reported discomfort. Revision was performed on 1/19/99 to replace the stabilizer plate which had become disassociated from the support bar. An additional stabilizer plate was added to the other side of the bar at this time.